Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced rising lactate dehydrogenase levels and had an inconclusive ramp echocardiogram study, but the team agreed that the pump was not offloading the ventricle fully. The patient''s inr''s were mostly therapeutic throughout therapy. The patient''s lowest inr was 1.7. No parameter changes and no signs of heart failure were noted. On (B)(6) 2017, the patient underwent a pump exchange and re-positioning of the inflow that was pointing toward the septum. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 4.25 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although, the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient''s elevated lactate dehydrogenase level. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. It was also reported that the inflow conduit was re-positioned during the pump exchange. A direct correlation between the device, and the report of inflow conduit malpositioning could not conclusively be established through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.